Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead underwent an ablation procedure on the same date this lead was implanted, however, the ablation procedure took place prior to the lead implant procedure. After anesthesia was given for the ablation procedure, the patient had a reaction to the anesthesia and became aggressive and difficult to manage. The ablation procedure was completed. The procedure was then undertaken to implant this lead. During the lead implant, difficulty was encountered with placing the lead, however, the lead was successfully placed and the procedure was completed. During a post operative evaluation, it was noted that this lead had slightly dislodged. Surgical intervention was undertaken three days later. The physician opted to explant this lead in case any tissue was present on the helix. A new lead was successfully implanted. No additional adverse patient effects were reported. This lead was discarded following explant and will not be returned.